Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm replaced the display. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the display of the cs300 intra-aortic balloon pump (iabp) had horizontal lines on the entire screen. The biomed brought the iabp to the getinge service territory manager (stm) while he was onsite. A note attached to the iabp said the issue started on february 22nd during instrument checkout. There was no patient involvement, thus no adverse event was reported.